Event description:
It was reported that the lead integrity alert triggered due to elevated sensing integrity counts indicating oversensing and non-sustained tachycardia episodes. Isometric and pocket manipulation was performed and there was no noise noted. The patient was prescribed additional beta blocker medication. The lead remains in use with normal functions. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One ventricular fibrillation episode of 180 ms average v-cycle occurred on (B)(6) 2012 08:20:50. Ventricular short interval count v-sic=62.9 counts avg/day, in 109.05 days, occurred between (B)(6) 2012 13:07:35 and (B)(6) 2012 14:26:34. One patient alert for lead failure predictor occurred on (B)(4) 2012 12:01:43.